Event description:
The customer reported to customer service that her breast pump had low suction and that she has had mastitis.

Manufacturer narrative:
The customer was sent a replacement breast pump. In brief follow up with the customer, she indicated she was still struggling with mastitis and was taking antibiotics prescribed by a health care provider. The file was referred to a clinician for review however, the review has not been received back. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.